Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received the patient was having difficulty charging the ipg. It was noted that the patient's ipg had migrated. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively.